Event description:
The facility alleges, the cautery electrode blade sparked during the procedure. No patient injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation, or if additional information becomes available.